Event description:
The customer called to report a motor error alarm while rewinding the insulin pump. The customer stated that she exposed the insulin pump to an MRI scan. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer also reported a blood glucose reading of 360 mg/dl at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.